Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead has twiddler's syndrome. During the device change out procedure the leads were untwisted and all measurements were fine. After the lead was re-connected, the atrial threshold had risen from 0.6 to 2.3 and pacing impedance measurements increased to 1000 ohms. Technical services (ts) discussed that the impedances measurements were out of range for this lead. Ts discussed, given the information, this appears to be the begriming of a lead fracture. The field representative indicated that the physician is aware of the issue of the issue and a follow up visit is scheduled for the near future. No adverse patient effects were reported.